Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected. The customer¿s blood glucose level was unknown. It was reported that the pump received a power error detected. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the power error detected was recurred within a week of troubleshoot of the previous occurrence. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device passed displacement test, sleep current measurement, active current measurement and self test.